Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The system history shows no abnormalities that could have contributed to this event. The review shows that the laser was successfully verified prior to and after the date of event/treatment. The root cause could not be identified conclusively. A possible root cause might be user handling. Follow up on this complaint revealed that the left eye was aborted because the surgeon was not comfortable with proceeding on with the case after the left eye treatment was aborted accidentally by the technician. The patient's left eye flap was put back and examined under the slit lamp. He was instructed to start his postoperative drops as normal and no other medical intervention occurred. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the laser stopped mid refractive treatment on a patients left eye. They were unable to restart the treatment, treatment was aborted and not completed. Additional information received; the treatment was aborted because the surgeon was not comfortable proceeding with the case after the treatment was accidently aborted by the technician. The flap was placed back down and examined under the slit lamp. The patient was instructed to start the postoperative drops as normal. The treatment on the left eye has not been completed and the patient is undercorrected.